Event description:
It as reported that the case of the insulin pump and the threads were broken. The customer declined to provide their blood glucose level. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a missing end cap sticker and a cracked case near display window corners were noted during the visual inspection.